Manufacturer narrative:
The device will return to the stryker depot for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was "showing a blank screen." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated at the stryker depot. The issue was able to be duplicated. The sc printed circuit board assembly (pcba) was replaced to resolve the issue. The cause of the issue was determined to be the sc pcba. Proper device operation was observed through functional and performance testing, and the device was returned to the customer. The sc pcba was sent to the product assessment center for evaluation. The issue could be duplicated but the root cause component of the sc pcba could not be determined.

Event description:
The customer contacted stryker to report that their device was "showing a blank screen." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.